Manufacturer narrative:
This lead remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited sudden changes in electrical parameters approximately one month post implant. During routine follow-up, it was observed that sensing had reduced while the threshold had increased. X-ray imaging was obtained and suggested rv lead dislocation from its original position. The patient did not exhibit any adverse effect and is not pacemaker dependent. Subsequently, the patient underwent a revision procedure, and this rv lead was successfully repositioned. Optimal electrical parameters were assessed via a programmer after the procedure. Besides intervention, no other adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead exhibited sudden changes in electrical parameters approximately one month post implant. During routine follow-up, it was observed that sensing had reduced while the threshold had increased. X-ray imaging was obtained and suggested rv lead dislocation from its original position. The patient did not exhibit any adverse effect and is not pacemaker dependent. Subsequently, the patient underwent a revision procedure, and this rv lead was successfully repositioned. Optimal electrical parameters were assessed via a programmer after the procedure. Besides intervention, no other adverse patient effects were reported. Additional information received on august 23, 2024, indicates at a scheduled follow-up, high rv pacing threshold was observed, and rv lead dislocation was once again suspected. Fluoroscopy imaging will be obtained in order to better evaluate the screw's exposure. Afterwards, a revision procedure will be taken into consideration. No adverse patient effects were reported. Additional information received on september 10, 2024, indicates fluoroscopy imaging was obtained, and a slight retraction of the rv lead was noted. Revision will be taken into consideration. Additional information received on november 4, 2024, indicates the patient underwent a revision procedure, and a new rv lead was successfully implanted. All parameters of the new lead were in range and stable. The old lead was surgically abandoned since it was impossible to be extracted. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted (but out of service); therefore, technical analysis cannot be conducted.